Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found the rod exerted no force during force testing. Additionally, upon disassembly of the rod there was grease noted around the rolling elements and the radial bearing was found to be out of position protruding from the outer casing. The drive pin was found to be snapped and protruding as well and the lead screw was seized inside the extending bar. It was additionally reported that the o-ring was missing completely and therefore could not be examined.